Manufacturer narrative:
Initial.

Event description:
It was reported that the user was unable to attach the connector to the pump, stating the ¿shark¿ piece would not turn to the 12 o¿clock position, and after guidance to replace the adapter, the second adapter from the same lot locked into place; the issue involved a fitting problem with the connector/coupler and the adapter. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a fitting issue at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.